Manufacturer narrative:
There was no indication of any malfunction of the device. The device was not returned.

Event description:
Allegedly, the patient underwent a gynecologic surgery for abnormal uterine bleeding and fibroids and was subsequently diagnosed with epithelioid leiomyosarcoma.